Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system monitor not displaying information was confirmed via product testing. The heartmate system monitor (serial #: (B)(4)) was returned for analysis and serviced on (B)(6) 2021 and no log files were submitted for review. During functional testing it was observed that there was no data displayed when the system monitor was turned on, confirming the reported event. The monitor was opened and the internal dc-ac converter was replaced, resolving the reported event. The system monitor passed all stages of testing after the converter was replaced. The system monitor was returned to the customer after being serviced. The root cause of the reported event was determined to be from a broken signal converter inside the system monitor. The root cause of the broken converter was unable to be conclusively determined. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate system monitor (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications prior to being ordered on (B)(6) 2008. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was not displaying the speed appropriately.